Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received an erroneous result when testing on coaguchek xs meter with serial number (B)(4). The result from the meter was 6.3 inr at 9:42 a.m.. At 9:46 a.m., the result from the meter was 3.6 inr when using a sample from a different finger. The patient states that he does not remember what he did with his dosage or diet after obtaining these results. The patient did not believe the 6.3 inr value to be accurate. He believed the 3.6 inr value to be accurate and this is the value he reported to the doctor. The patient self doses warfarin/coumadin and the doctor does not change dosage. The patient's warfarin/coumadin dose had not changed prior to obtaining the results on (B)(6) 2016. The patient stated that he had new medications, but did not remember what they were. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week. The patient has no hematocrit issues, is not on heparin or a direct thrombin inhibitor, and does not suffer from antiphospholipid antibodies. The patient has had no change in diet and has no additional illnesses. The patient has no bleeding or bruising. Relevant retention test strips (lot 128043) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were found to be acceptable. The patient's product was requested for investigation and replacement product was shipped to the patient. The returned meter & strips were tested in comparison to a retention meter & masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot & retention meter - 2.4 inr, customer strip & meter - 2.4 inr. Donor #2: master lot & retention meter - 3.5 inr. Customer strip & meter - 3.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Upon investigation of data logs, it was determined that there were additional erroneous results for this patient as follows: the result from the meter was 3.0 inr at 08:12 on (B)(6) 2015. The result from the meter was 2.4 inr at 08:13 on (B)(6) 2015. The result from the meter was 2.3 inr at 08:15 on (B)(6) 2015. The result from the meter was 3.0 inr at 08:14 on (B)(6) 2015. The result from the meter was 2.1 inr at 08:16 on (B)(6) 2015. The result from the meter was 4.5 inr at 11:57 on (B)(6) 2016. The result from the meter was 3.4 inr at 11:59 on (B)(6) 2016.